Event description:
It was reported that the nicu nurse rewarming patient in an arctic sun device and getting alert 113 (reduced water temperature control). Currently patient temperature (pt) was 34.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 33.7c and flow rate (fr) was 0.6lpm. Guided to diagnostics, system hours 1795, pump hours 0.1 (means device has been "reset"), inlet pressure (ip) was -7psi, circulation pump command (cpc) was 28%, flow rate (fr) was 0.6lpm. Disconnected and reconnected device using proper technique. No increase in flow rate. The configuration of the isolate bed/tubing has the tubing flowing uphill. Even after attempting to get the tubing as straight as possible and ensuring a good connection between the pad and the fluid delivery line (fdl), flow rate would not increase beyond 0.8lpm (fluctuating between 0.5-0.8lpm). Stopped therapy, drained pad and added a new pad to device (w/o placing pad on baby). No increase in flow rate with this pad either. They suspect the tubing trying to flow uphill in the current set up on the bed/device. Added both pads and flow rate increased to 1.1lpm. Please contact nurse directly for return/investigation of pad. They were in the office until 7pm est.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is kinking of the pad lines. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Major kinks seen in tubing on both sides of the pad hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pad. The reported issue could not be verified without further testing. The pad was tested. A total of 0.9 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 34%, inlet pressure was -6.9 psi. Air bubbles seen forming in the lines in one kink. The lot number for this investigation is unknown. The labeling is found to be adequate. A DHR review is not required as the lot number is unknown. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse rewarming patient in an arctic sun device and getting alert 113 (reduced water temperature control ). Currently patient temperature (pt) was 34.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 33.7c and flow rate (fr) was 0.6lpm. Guided to diagnostics, system hours 1795, pump hours 0.1 (means device has been "reset"), inlet pressure (ip) was -7psi, circulation pump command (cpc) was 28%, flow rate (fr) was 0.6lpm. Disconnected and reconnected device using proper technique. No increase in flow rate. The configuration of the isolate bed/tubing has the tubing flowing uphill. Even after attempting to get the tubing as straight as possible and ensuring a good connection between the pad and the fluid delivery line (fdl), flow rate would not increase beyond 0.8lpm (fluctuating between 0.5-0.8lpm). Stopped therapy, drained pad and added a new pad to device (w/o placing pad on baby). No increase in flow rate with this pad either. They suspect the tubing trying to flow uphill in the current set up on the bed/device. Added both pads and flow rate increased to 1.1lpm. Please contact nurse directly for return/investigation of pad. They were in the office until 7pm est.